Event description:
The manufacturer¿s field service engineer reported that the display failed while performing field corrective action. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi) a visual inspection of the user interface (ui) assembly did not reveal any external signs of damage or contamination. While the gui assembly was disassembled a visual inspection of the interior of this unit was performed. All wiring and connectors were routed correctly and secure with no signs of damage or contamination. An fi test bezel assembly was attached to the customer returned gui assembly and the gui assembly was attached to an fi test ventilator. The ventilator was booted into the normal ventilation mode and delivered breaths. The lcd brightness was transitioned between the minimum setting of 1 and maximum setting of 5 and back to 1 with no failures produced. The ventilator was booted into diagnostic mode and the touchscreen calibration was performed without errors. The ventilator was booted into normal ventilation mode and delivered breaths. Settings were changed in different menus with no display failures produced. The power was cycled on and off 15 times without producing any errors. The customer returned gui assembly was allowed to run in the fi test ventilator for approximately three (3) hours during which time no errors were generated. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. This customer returned gui was tested with the fi test front bezel installed and no functional faults were identified.